Event description:
A vaxcel standard port was implanted for the infusion of therapeutic medication in 2001. In 2004 the catheter fractured and a fragment broke off inside of the pt's superior vena cava. The fragment has since been retrieved.